Event description:
It was reported that pump screen was dark and would not turn on. There was no reported impact to the customer¿s blood glucose level. Technical support guided caller through multiple steps including pressing button in different ways, plugging pump into working power source, and checking blinking light and vibration, but pump display remained off with red light and no vibration. Customer reverted to multiple daily injections for insulin therapy.